Event description:
It was reported that during a davinci si surgical procedure, the customer noted that the 'cable was out' on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. Additional observation not reported by the site was bent grips. Engineering also found one grip to be bent, causing side to side misalignment of grips. There was a .07 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Engineering concluded that damage was likely due to mishandling. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.